Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to check if the pump was not connected to a power source, to press the button, and later to use a known working charging source. After attempts to turn on the pump and charge it failed, further troubleshooting for a battery charging issue was advised, including using a wall adapter known to work for at least 30 minutes, with plans for a follow-up.